Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level was over 600 mg/dl. The insulin pump alarmed no delivery. He resorted to manual injections. The customer was vomiting and had a cotton mouth. He was also going to the bathroom every 30 minutes because his blood glucose level was so high. Insulin did not exit while troubleshooting. The alarm was caused by an infusion set/reservoir occlusion. The device was not returned.